Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data logs show the temporary placement signal was not reliable for about 12 hours, with the air gap trend on the 5s optical parameter. The root cause of the optical signal failure was most likely an air gap from between the console and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced a placement signal alarm occurred. The pump remained operational until weaning and explantation. No patient harm was reported.